Event description:
It was reported that during arterial aneurysm procedure while building the access, the operator found out that tip of the guidewire (subject device) didn't react while manipulating it. So withdrew the guidewire back into microcatheter and took them out and found out that the guidewire was fractured in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection indicated that the guidewire was returned in 2 sections with a torque device. The guidewire hydrophilic coating was broken 184.5cm from the proximal end and 15.5cm from the distal end with the core wire exposed. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire and no anomaly was noted up to 184.5cm from the proximal end and 15.5cm from the distal end. The guidewire ptfe coating was examined under magnification and no anomaly was noted. Functional inspection was not applicable as the reported event was confirmed based on the damage noted during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the patient¿s anatomy was moderately tortuous and the device was used in conjunction with an echelon10 microcatheter. The distal end of the guidewire broke and all parts were removed from the patient¿s vasculature by backing into the microcatheter. The microcatheter and guidewire were removed as a whole. There was no snare device used. Analysis of the returned device found the hydrophilic coating and core wire were broken which most likely occurred during manipulation of the guidewire in the patient¿s anatomy. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during arterial aneurysm procedure while building the access, the operator found out that tip of the guidewire (subject device) didn't react while manipulating it. So withdrew the guidewire back into microcatheter and took them out and found out that the guidewire was fractured in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.